Event description:
A report was received that contacts 7 and 8 on one of the patient's lead were out with high impedances and their pain area was no longer being covered. The patient underwent a lead revision, during which, the physician explanted both leads. During the explant, the physician damaged one of the leads. X-ray inspection of one of the leads confirmed broken cables in the proximal end of the lead. The broken cables resulted in the reported complaint of high impedances.